Event description:
It was reported that during a full vns revision surgery that the surgeon did not like the way the lead manipulated when he was attempting to implant it. Therefore, a second lead was used in its place and implanted without issue. Follow up with the company representative revealed that the surgeon was unable to get one of the electrode coils wrapped around the nerve and asked for a second lead. A review of device history records was performed and revealed that the lead passed quality control inspection prior to distribution. The lead was received by the manufacturer and is pending product analysis. No additional data has been received to date.

Event description:
Follow up with the surgeon revealed that the lead had been pulled taut in order reduce redundancy and fractured approximately 5 cm from the connector to the pulse generator. Product analysis was completed on the lead. No abnormalities were noted on the lead flexibility. The lead assembled was returned for analysis in one piece. The outer silicone tubing had punctured openings. Both the closest and furthest electrodes from the bifurcation are damaged, showing bends on the electrode ribbon and partial detachment of the electrode ribbon from the silicone helix with the silicone helices partially losing their helical shape. The observed damage to the closest and furthest electrodes from the bifurcation was most likely manipulation of the lead not consistent with labeling. Set-screw marks were seen on the connector pin, which indicates that proper contact was present at one point. A region with an opaque appearance was noted on the connector ring surface. No obvious pitting was noted at the region. Scratches on the connector ring likely caused by the canted spring in the header during lead pin insertion was observed. No anomalies were noted at the anchor tether. However, the positive coil was kinked at ¿0.2 cm and the negative coil was kinked at ¿1.2 cm past the anchor tether. No discontinuities were identified. Based on the appearance of the returned lead assembly, it is believed that the identified kinks and outer tubing punctured openings and electrode damage were most likely caused during the implant procedure.